Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the setscrew marks on the connector pin were too proximal. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Event submitted via remedial action exemption report on 2013-07-31. Analysis completed on 2017-10-11 indicated that the lead no longer qualifies for exemption reporting and is being submitted on an individual regulatory report.

Event description:
The right ventricular (rv) lead was returned to the manufacturer after being explanted due to oversensing, noise, and several non-sustained ventricular tachycardia events on the pace/sense portion of the lead and inconsistent and high rv coil and superior vena cava (svc) coil impedances as well as a fracture on the high voltage portion of the lead. The rv lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.